Manufacturer narrative:
Cont. H.6. Health effect f2203 imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on anterior side assessed as unidentified (tear) opening (shell thickness within specification). Migration: unable to observe since it is not related to the device. Anxiety¿product/procedure: unable to observe since it is not related to the device. Additional observations: crease is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "bottoming out" and a exchange of textured devices due to product concern. Healthcare professional later reported rupture. Device has been explanted and replaced.